Event description:
Floseal hemostatic matrix 10ml by baxter. The sterile field portion of the kit should contain one gelatin matrix filled syringe and one empty syringe. The kit contained no gelatin matrix filled syringe, but did contain two empty syringes.